Event description:
It was reported that during set-up, the pin broke. It was also reported that this event did not occur during a surgical procedure, and there was no delay, no medical intervention or adverse consequences as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation if device is available for return.

Event description:
It was reported that during set-up, the pin broke. It was also reported that this event did not occur during a surgical procedure, and there was no delay, no medical intervention or adverse consequences as a result of this event.